Manufacturer narrative:
Qn# (B)(4). Complaint verification testing of an occlusion seven days after manta placement could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was received that after the original procedure; there was distal flow and no extravasation. Surgical repair confirmed the occlusion was plaque shift in the femoral and the anchor was partially in the intima of the vessel. The instructions-for-use (IFU) provided with this kit warns the user, "do not use in patients with severe calcification of the access vessel". Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "manta 18fr was used post tavr valve with good result and post image.7 days later pt presented with femoral occlusion requiring surgical intervention to restore flow. Manager reported that surgical consultant said it was a plaque shift in the artery likely not from the manta itself. Occlusion location was not identified. The manta looked like it was in the proper position. There was distal flow and no extravasation."

Event description:
It was reported that: "manta 18fr was used post tavr valve with good result and post image. 7 days later pt presented with femoral occlusion requiring surgical intervention to restore flow. Manager reported that surgical consultant said it was a plaque shift in the artery likely not from the manta itself. Occlusion location was not identified. The manta looked like it was in the proper position. There was distal flow and no extravasation."

Manufacturer narrative:
(B)(4).